Manufacturer narrative:
Device inspections could not be conducted as the reported set screw was not returned to rti surgical. A DHR review could not be conducted as the lot number remains unknown at this time. Additional occurrence information will be added to this report should it become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2019 that a streamline mis set screw had loosened post-operatively. The index surgery took place on (B)(6) 2019. Revision surgery was performed on (B)(6) 2019.